Manufacturer narrative:
The event is not a death situation. There was no life-threatening injury or any serious injury that resulted in permanent impairment of body function or structure reported. However, there was new post-operation pain experienced by the patient likely due to implant migration during fusion resulted from the patient's active lifestyle. The pain led to the re-intervention. Although there was no device defect or malfunction reported in this case, the migrated implant led to a revision and therefore failed to perform as intended. For this reason and out of abundance of caution to comply with 21 cfr 803 requirements, this event was reported. Please note the event conclusion code (B)(4) in this MDR report is referring to the patient, not the surgeon or user. Not device defect or malfunction related.

Event description:
A patient received cervical fusion but did not follow the surgeon's post-operation advice to wear a soft collar to help stabilize the spine during fusion and was active in gaming within 14 days of the surgery. This patient later experienced pain on his right arm. The surgeon believed the gaming activity could have led to an implant migration resulted in the observed pain. The surgeon decided to perform a revision surgery to remove and replace the implant. The patient did not report any new or worsening symptoms after the revision. There was also no reported device malfunction before or after the revision.